Manufacturer narrative:
(B)(4). Physio-control evaluated the device. From the downloaded button log it was observed that the users had indeed tried to switch to paddles lead in order to obtain an ECG on the display. The device was returned without any accessories. The defibrillation electrodes were not returned.  Physio tested the device extensively, but could not observe any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not show an ECG when they use it on patient in cardiac arrest. They had connected the electrodes to the patient, and had powered the device on; paddles lead was selected in channel 1, but no ECG was displayed on the device's screen. The patient survived the event.